Manufacturer narrative:
Device evaluated by MFR: a promus elite ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.5x12 non-bsc balloon catheter resulting to 70% residual stenosis. Following pre-dilatation, a 16 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the distal end of the stent strut was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.5x12 non-bsc balloon catheter resulting to 70% residual stenosis. Following pre-dilatation, a 16 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the distal end of the stent strut was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.